Event description:
Patient reported left side "exchange from textured to smooth breast implants due to her concern with the product." Healthcare professional additionally reported "capsular contracture baker grade ii, rupture, swelling, and the implant is larger on unknown side". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on radius and brown particles in the shell. A visual and microscopic analysis was performed which identified striated opening on radius, crease fold and wear abrasion. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side "exchange from textured to smooth breast implants due to her concern with the product." Healthcare professional additionally reported "capsular contracture baker grade ii, rupture, swelling, and the implant is larger on unknown side". Device remains implanted.